Event description:
It is reported by the pt that on (B)(6), 2006, he had a total hip arthroplasty. Post op, pt reports pain.

Manufacturer narrative:
Eval summary: since no product was returned for eval, component conditions are unk. Surgical notes from the primary surgery and any subsequent surgeries were not provided. It is unk if the components were implanted according to the surgical technique. Pt factors that any affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), rehabilitation protocol (both physiological and pharmaceutical) and compliance thereof are unk. No x-rays were returned; therefore, the fit and orientation of the components is unk. Instrumentation used is unk. Info regarding mating components was not provided. The cause for pt pain cannot be determined due to insufficient info. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.